Event description:
A caller reported that an insulin cartridge leaked, with the leakage occurring at the cartridge pigtail. Blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer¿s blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy after receiving instructions for a return merchandise authorization (RMA) for the faulty cartridge.